Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user no longer had sufficient benefit with the device. Hearing tests results were numbers 40% and monosyllables 15%. The user was re-implanted with a cochlea implant.

Event description:
The user no longer had sufficient benefit with the device. Hearing tests results were numbers 40% and monosyllables 15%. The user was re-implanted with a cochlea implant.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem, which is expected to have been present whilst implanted. Mechanical damages found are attributabel to the explantation surgery. This finding is in line with the reported functional device whilst implanted. The recipient's hearing deteriorated postoperatively, leaving the recipient outside of audiological criteria for vibrant soundbridge. In addition, the floating mass transducer was found dislocated at the time of explantation. A trauma to the head is reported, which might have contributed to the observed dislocation. The recipient has been re-implanted with a cochlear implant. This is a final report.